Event description:
It was reported that the device failed the accuracy test, 8.5%. There was unknown patient involvement.

Manufacturer narrative:
E1: phone extension - (B)(6). Initial reporter zip code - no information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. During the functional testing, the customer reported problem was able to be confirmed. The cause was found to be the expulsor. The expulsor was replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.